Event description:
It was reported that during the procedure to treat a sfa stenosis causing intermittent claudication and lower limb swelling, after passing the guide wire to the target lesion, the operator felt resistance between the guide wire and the stent system. Reportedly, the system had not been flushed prior to use. After the physician tried to push and advance the system, the stent started to deploy. The whole system was withdrawn, changed to another system, and the procedure was successfully completed.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. The stent was found to be released upon receipt of the sample and a device compatible guide wire was stuck inside the delivery system. Even though it was reported that a hydrophilic-coated guide wire was used, the guide wire that stuck inside the system upon receipt of the sample was found to be non-hydrophilic. Furthermore, the disposition of the stent is unknown. Reportedly, the stent system was only tracked until resistance was encountered, however, the safety clip was found to be removed. Based on the condition of the sample and the information available, the results of the investigation are inconclusive and the root cause is unknown. The instructions for use (IFU) states: prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Based on the information provided, the customer did not follow this recommendation. The IFU also states: as a precaution against accidental stent deployment, the safety clip should not be removed until the stent is ready to be deployed.